Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was implanted with a tibial component that the surgeon dropped on the floor. The surgeon had the implant in liquid disinfectant while the patient was still under anesthesia. There was not another component available.

Manufacturer narrative:
This report is being submitted as the previous report was mistakenly filed under an MFR number with three leading zeros. This follow-up report is being filed to relay that the previous report submitted was submitted erroneously under the wrong manufacturing report number. This event is currently being submitted under 0002648920-2016-00835.

Event description:
No further event information available at the time of this report.